Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Revision implants were a trident 0° d constrained insert and 22.2 +0 lfit head.